Manufacturer narrative:
Additional information: d9, g3, h3, h6. He complaint allegation is confirmed. One unpackaged ar-13999mf serial/batch number (B)(6) was received for evaluation. Functional testing with a needle and suture found the device not working as intended. Visual inspection found that the top jaw did not close entirely when the finger was actioned. The cause of the reported failure is an internal manufacturing issue addressed on ncr-28217.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 02/18/2025, it was reported by a sales representative via (B)(4) that an ar-13999mf fastpass scorpion had a jaw not closing. Another device was swapped, and the case was completed with no adverse effects on the patient. This was discovered during a procedure, with no reported patient harm. Additional information has been requested.